Event description:
Non-integration. Bone was too soft and implant failed. No other information was provided.

Event description:
Non- integration. Bone was too soft and implant failed. No other information was provided.